Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins.